Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files revealed a low voltage hazard event on (B)(6) 2022 while the patient was using the mobile power unit (mpu). It appeared that the mpu lost power for about 3 seconds.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm regarding the mpu was confirmed via the provided log file from system controller hsc-062848. The log file contained data spanning approximately 11 days (27jan2022 ¿ 07feb2022 per timestamp). A low voltage hazard alarm was observed on 07feb2022 at 8:52 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. However, the alarm resolved within approximately 3 seconds of activation when power was restored to the system, and this resolution occurred before external power had been completely lost. No other notable events regarding the mpu were observed. The mpu (serial number (B)(6)) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 12may2016. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. C, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.